Event description:
It was reported that the 7200 ventilator was plugged into an electrical outlet with the power switch in the off position when the customer noticed a burning smell. A flame and smoke were visible through the "louvered" panel and the flame was quickly extinguished. The 7200 was not in use at the time and there has been no report of any injury associated with this event. This report is not an admission by mallinckrodt to the event alleged in this report.